Event description:
International affiliate reports the inner flange of the viper2 screw extension separated from the instrument intra-operatively, causing the screw extension to come loose during screw insertion. The screw was removed and replaced using another screw extension. The difficulty resulted in a delay to the procedure of forty five minutes. Also, examination of a returned set screw found its threads were partially torn/stripped. This medwatch report is being filed for the set screw with the partially torn threads. See mfg medwatch report# 1526439-2013-30726 for the viper2 screw extension that was involved in this event.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned mis single inner set screw noted that the threads were torn from the device. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A twelve month review of the complaint trend analysis for the mis single inner set screw found no emerging trends. The root cause of the screw¿s threads becoming sheared off/torn from the device cannot be positively determined. However, the condition is most likely indicative of inadvertent cross threading having occurred during set screw tightening. No corrective action/preventive action (CAPA) is required at this time as there has been no issues identified in the manufacturing or release of these devices, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.